Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6)) being unable to properly provide a power connection was confirmed during evaluation of the returned product. The unit was functionally tested alongside a test system controller and mock circulatory loop, and atypical power cable disconnect and low power hazard alarms were observed. The patient cable was replaced, and the repaired unit was then found to perform as intended. Preventative maintenance was performed, and the mobile power unit was returned to the customer ready for use. Further testing of the exchanged patient cable revealed that the abnormal alarms were caused by the relative state of charge (rsoc) signal intermittently dropping to ~0 volts. Insulation resistance testing was performed, and it was found that the rsoc wire was electrically shorting to the cable¿s shield. After removing the layers of the cable one at a time, a breach in the rsoc wire¿s insulation was revealed. This damage exposed the inner conductors of the wire to the cable¿s shield and was therefore determined to be the root cause of the reported event. Incidental finding: damaged handle. The device history records (DHR) were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 05nov2023. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms related to the heartmate 3 system controller. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit had no power connection. The unit would not turn on. There were no alarms associated with the event. There was no v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the unit. No log files were available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.